Event description:
While monitoring a patient, the device's battery overheated and caused the housing to melt and the device intermittently displays a "check pads" message. There was no adverse effect to the patient due to the reported malfunction.